Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) went into cardiac arrest on their way to an in clinic follow up. The patient complained of pain and then passed out. The patient was taken to the emergency department and was externally rescued. The patient was intubated and admitted to the hospital. Review of stored device memory noted the patient had a rhythm that appeared to be torsades/fine ventricular fibrillation (vf), however, the device diagnosed the rhythm as atrial fibrillation (af). The patient was noted to have several comorbidities. A health care professional (hcp) indicated an updated status for the patient was not known. Available information indicates this device remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.